Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that since about five days prior, he has had elevated blood glucose readings. He said he had elevated readings yesterday of 303 mg/dl and 286 mg/dl. He stated that at about 3 am today, he received an occlusion error on his insulin infusion device and his blood glucose was 308 mg/dl. He disconnected from his infusion headset and ran a prime but "it didn't seem to be running through the tubing" so he changed the tubing and continued to use the same headset. He discarded the used tubing. He confirmed the time and basal rate on his infusion device are accurate. He said his headset has been in use for 2 days and his tubing and cartridge has been in use for 5 days. He said the adapter was changed 2 months ago and he was advised to change the adapter with every 10th cartridge change. His headset is currently in his buttocks. Other site locations were discussed and a courtesy guide to infusion site management and a box of infusion sets were sent to the pt. The pt called back the same day and stated his blood glucose measured too high for his meter to register a number. He stated he did not have any symptoms. Infusion site management was reviewed with the pt and a request for additional training was submitted. At about two days later, the pt stated he has received no further occlusions and has been able to regulate his readings by taking insulin injections in addition to using his infusion device. He stated he is changing his site every 2 days. On follow up with the pt 5 days later, he said his blood glucose has been within his normal range since about four days prior the last follow up. No product will be returned for eval.